Manufacturer narrative:
The clamp was returned to the manufacturer for analysis. Analysis found that the returned clamp was well worn but otherwise fully functional. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the clamp had a connection failure. There was no patient present when this issue was observed. On (B)(6) 2018, galip2 received following response from (B)(6). If the instruments pass verification or could they have passed verification? Could not be obtained. The provided information has been confirmed with the physician/account: yes or no yes.